Event description:
It was reported by sales consultant that a hand piece for battery powered driver was a damaged component and inoperable on an unknown date. It was also reported that the device did not malfunction during surgery while being used on a patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The evaluation section of inspection sheet (B)(4) indicates that the motor was not functioning. The circuit board, motor/gearhead, membrane switch, flex circuit, and all applicable parts were replaced.

Event description:
(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis.device is an instrument and is not implanted/explanted.a service history of the past three years has been reviewed. The item was previously returned for service on 13-jul-2011 and 08-may-2012 due to motor failure. The customer called in a service request for this item on 30-apr-2013 for inoperable device. The previous service conditions of motor failure are relevant to the current complained issue. (B)(4)